Manufacturer narrative:
(B)(4): the device is currently unavailable.

Manufacturer narrative:
This report is filed 31 jul 2015.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report.